Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: scs-linear leads, serial: (B)(6), batch: 7286299, UDI: (B)(4).

Event description:
It was reported that the physician had difficulty positioning the trial lead as lead was kinking, coiling around itself, and would not advance. Due to epidural bleeding, the trial procedure was aborted. Patient was doing well postoperatively.